Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.